Manufacturer narrative:
(B)(4). This record is documenting 1 of 6 similar complaints of scarring. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Five days after the sensor was inserted, the sensor was removed and the area under the sensor patch was red, inflamed with blisters and the patient experienced a burning sensation at the site. The patient self-treated with over-the-counter betadine. The wound continued to heal; however, the patient reported that the skin reaction resulted in scarring. Additionally, the patient reported they had six permanent patches that would require plastic surgery in the future. This is being reported based on the allegation of scarring. No data or product was provided for investigation; however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.